Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported that the patient had never experienced therapeutic effect during the trial phase of testing of their external neurostimulator (ens). Specifically, the patient did not urinate often enough and had a retention problem (¿holds large amounts¿). It was noted that instead of a ¿gentle tapping¿ sensation they felt a ¿stinging sensation¿ from the left buttock where the implant is. The patient ¿just past 4¿ and if they turned it up any higher they felt a ¿hard sting right below¿ their belt on their left buttock. It was reported that the trial phase of testing was to be done on (B)(6) 2013 at 10 am. The patient had left numerous messages with their doctor¿s office but could not reach anyone. Additional information has been requested but was not available at the time of this report.